Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, successfully resolved the issue, and was advised to continue using the pump and contact support if the problem recurred.